Manufacturer narrative:
Follow-up #1: date of submission 09/12/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found evidence of voltage drop the day prior to the complaint date. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. Removal of pump casing did not find any loose components or evidence of moisture contamination. The reported overheating issue was verified in the black box but not duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. Reportedly, there was no damage to the pump or evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.